Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9. H3, h4, h6: part # 292.280.10. Lot # 88p1889. Manufacturing site: (B)(4). Release to warehouse date: february 19, 2021. A manufacturing record evaluation was performed for the finished device 292.280.10 lot number 88p1889, and no non-conformances were identified. Photo investigation: a photo-investigation was performed on the images. Upon inspecting the images, we were not able to observe the grinding marks on the images provided, hence the allegation can't be confirmed. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. Conclusion: the complaint condition can't be confirmed during photo/video investigation. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Visual inspection: the k-wire ø2.5 l400 sst 10u (part# 292.280.10, lot# 88p1889 qty# 1) was returned and received at us customer quality (cq). Upon visual inspection, it is observed that a few point marks are present on the surface of the device. No other issues were found with the device. Dimensional inspection: dimensional inspection of the relevant feature of the received device was not performed at cq due to the design of the device. Document/specification review: the following drawing(s) was reviewed: kirschner wires with trocar tip. K-drähte optische prüfung: current and manufactured revisions. No design issues or discrepancies were found during this investigation. The reported grinding marks were confirmed to be marks from the clamping points when the wires were being electropolished. According to their inspection process, those contact points along the k-wire are acceptable and do not represent a deviation. Investigation conclusion: the complaint is not being confirmed for the k-wire ø2.5 l400 sst 10u (part# 292.280.10, lot# 88p1889 qty# 1) as the reported grinding marks were confirmed to be marks from the clamping points when the wires were being electropolished. According to their inspection process, those contact points along the k-wire are acceptable and do not represent a deviation. A definitive root cause could not be identified for the reported issue. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, (2) k-wires were deformed. There was no patient consequence. The issue was observed during inspection. There is no further information available. This report is for (1) k-wire ø2.5 l400 sst 10u. This is report 1 of 2 for (B)(4).